Event description:
A malfunction was reported on a pump by the caller. There was no information provided about any adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided guidance on further steps, enabling the customer to continue using the pump without recurrence of the issue.